Manufacturer narrative:
The investigation for the reported priming issue has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The evaluation of the device noted that the returned product indicated the pump had gone through case start and was able to purge and run without issue. Data logs also indicated the pump was able to be primed successfully. Thus, the purge cassette failing to prime is most likely a use issue. The root cause of the priming issue was determined to be use related. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that there was an inability to proceed beyond the purge screen during preparation of the pump. A new impella pump was used with no harm to the patient.